Manufacturer narrative:
G4: this device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Investigation is in process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
On 12-jan-2026, pentax medical became aware of an event involving a pentax medical video colonoscope model ec38-i10m serial number (B)(6) in china within the apac region. During an endoscopic procedure, the pulley wire for up and down angulation of the endoscope was broken. The operator replaced the endoscope with a backup endoscope and completed the procedure. The procedure time was extended. This event occurred during use. There was no report of patient harm. This event meets the requirements for FDA reportability. However, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Correction information. B4: date of this report - updated. D8: was this device ever serviced by a third party? - "unknown" to "yes". D9: is this device available for evaluation?- "no" . G6: follow-up #: 1. H2: if follow-up, what type? - updated. H3: device evaluated by manufacturer - "no" to "yes". H6: codes updated - type of investigation, investigation findings, investigation conclusions-updated. Additional information. D4: primary unique device identifier (UDI). H4: device manufacture date. H11: evaluation summary. Evaluation summary: the reported event was breakage of the up/down (u/d) pulley wire. The pentax engineer consulted with hospital staff and confirmed that the malfunction was identified during use. No patient harm was reported, and the procedure was successfully completed using a backup device. According to the investigation, it was considered that the lock lever may not have been fully released, resulting in the bending section remaining curved and tension being applied to the pulley wire. Continued bending operation under this condition may have resulted in excessive force being applied to the pulley wire, leading to the breakage. The device was repaired by a third party and returned to the hospital on (B)(6) 2026. The hospital was reminded to ensure that daily operation and reprocessing procedures comply with the IFU. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed that the endoscope was manufactured at miyagi on 25-jan-2022 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions, and the actual date shipped was confirmed as 09-feb-2022. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode or hazard. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.